Event description:
It was reported that during an unknown procedure, the customer is stating that the clip is not holding tissue correctly and is falling off. There were no patient consequences. It was not noted how the case was completed.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results found that the er320 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident.